Event description:
A user facility reported that during a postoperative exam, the surgeon noted the intraocular lens (iol) implanted was opacified. Additional info was received from the surgeon who reported the pt experienced blurry vision which was due to an inflammation and not due to the opacified iol. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).